Event description:
It was reported that the implantable cardioverter defibrillator exhibited episodes of non-sustained right ventricular oversensing caused by post paced t-wave oversensing. The patient was asymptomatic. Programming changes were made. The patient would be followed normally.